Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) inspected the device and verified the customer reported issue. The cse replaced the graphic user interface (gui) printed circuit board assembly (pcba), which resolved the customer reported issue. The ventilator passed testing.

Event description:
Covidien received information the ventilator was inoperable. The malfunction did not occur during patient use.